Manufacturer narrative:
Investigation results: further clarification received from the customer states that a nurse did not hear a critical level alarm for a patient while all other monitors rang; a nurse nearby recognized the event in time. The customer further reported there was no clinical consequence for the patient and the patient's heart did not stop. The issue pertained to the inter-bedside alarms (avoa function) on this monitor. No further event details have been provided by the customer. The avoa (auto view on alarm) feature enables a user to view other alarming monitors in the care unit at bedside device (s) which have the function enabled; it does not affect the primary monitoring device, to which the patient is connected, from broadcasting alarm conditions. The investigation was limited to testing of the dash 5000 monitor at the customer site; no device log files were available for the investigation. A ge field engineer visited the site and could not reproduce the customer's issue during testing. There were no failures of the device identified. Additionally, while on site, it was confirmed that visual and audible alarms functioned on the other monitors, primary alarm function worked on the monitor in question, and alarms were broadcasted on the central station during the event. Review of customer complaints did not identify any avoa product performance issues. Based on the information received, there is no indication of device malfunction nor any indication that the monitoring device caused and/or contributed to a death or serious injury.

Manufacturer narrative:
Patient information is not currently available. Date of event is not currently known. UDI not required. The initial reporter is located outside the united states and therefore this information is not provided due to country privacy laws. Ge healthcare's evaluation of the device is pending. Ge healthcare's investigation is on-going at this time. A follow-up report will be submitted when the investigation is complete.

Event description:
It was reported the patient had a cardiac arrest and there was no alarm triggered.